Event description:
During implant surgery of cervical stabilization system, an outer bone screw penetrated through the platform during insertion of the screw. No pt injury was reported due to this incident. A second screw was placed successfully.